Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which was acknowledged and understood by the caller.